Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted on an unknown date in 2009. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.